Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 693558, implanted: (B)(6) 2018, ddbb1d1 ICD, implanted: (B)(6) 2018, 5867-3m adaptor, implanted: (B)(6) 2014, product ID 5866-24m, adaptor, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise, increased, fracture and high threshold on the right ventricular (rv) leads. There was also und ersensing one of the rv leads. The leads were explanted and replaced. During the lead replacement, there was insulation breach discovered on the right atrial (ra) lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.